Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during incoming inspection, it was noticed that the instrument could not be disassembled for cleaning. There was no patient or surgical impact. There is no further information available. This report is for one (1) holder short f/cervios+syncage-c short. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary investigation flow: functional/device interaction visual inspection: the holder short f/cervios+syncage-c short (p/n: 396.891, lot number: 71p2586) was received at us cq. Visual inspection of the complaint device showed no observed damage. Functional test: a functional assessment was performed on the complaint device. The complaint device was able to be disassembled and reassembled smoothly. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: no design issues or discrepancies were identified. The complaint was not confirmed. Investigation conclusion: this complaint is not confirmed as the complaint device was able to be disassembled and assembled smoothly. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 396.891. Lot number: 71p2586. Manufacturing site: haegendorf. Release to warehouse date: october 26, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.